Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Suspected cause of low bg was due to control iq delivering boluses based on the pump settings. Carbohydrates were consumed to address bg. Reportedly, the customer was to adjust the correction factor to address the event.